Manufacturer narrative:
As stated, this report is being submitted as follow-up #1 for mfg. Report # 9681834-2015-00192 to provide the returned sample evaluation and to provide patient weight. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection of the actual sample upon receipt revealed no anomalies or defects. The actual sample, after having been rinsed and dried, was tested for its gas transfer performance in accordance to the factory's shipping inspection protocol. Bovine blood was circulated in the oxygenator module. No anomalies were revealed in the gas transfer performance of the actual sample, with the obtained values meeting the factory specifications. The involved perfusion record was reviewed as follows. (B)(6) and the bsa is 2.3m2. The circulation conditions at 15:00 were as follows. Blood flow rate: 5l/min, fio2:100% and the gas flow rate: 2.0l/min. At 15:44, pao2 was decreased to be 88mmhg. The circulation conditions at 16:00 were as follows. Blood flow rate: 4.8l/min, fio2:100% and the gas flow rate: 5.0l/min. From above factors, it is likely that v/q ratio may have not adequate. There was, however, no indication of pao2 after an increase in the gas flow rate. The rpm during 15:00 - 16:00 was kept 2830rpm. During this period of time, there was no change in the rpm or the blood flow rate. From this, it is assumable that there was no formation of thrombus. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the investigation result verified that the actual sample was the normal product with no issue in the gas transfer performance. As a cause of the reported deterioration in the gas transfer performance, the below factors can be inferred. The definitive cause, however, cannot be determined. - v/q ratio was low. Due to a change in the patient's self-supporting %, the volume of o2 supply to the patient was not able to catch up with the patient's metabolism, leading to a decrease in svo2 and then in pao2. Although the time the circulation started is unknown, the wet lung phenomenon may have occurred, where water drops were generated in the gas pathway and gases were prevented from being transferred sufficiently. This led to a decrease in pao2. The device labeling (IFU) does address instructions with statements such as the following: start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report # 9681834-2015-00192 to provide the returned sample evaluation and to provide patient weight.

Manufacturer narrative:
The evaluation is yet to be completed. A follow up will be sent within 30 days of this report being sent. A review of the device history records and product release decision control of the involved product/lot# combination confirmed that there were no production related problems or discrepancy in the test/inspection results. A review of the complaint files confirmed that the involved product code/lot# combination as not been reported previously. (B)(4) all available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4)

Event description:
The user facility reported capiox fx25 device failed. Follow up communication with the user facility reported the following information: po2 dropped to 88 at 15:44 on (B)(6) 2015; it was reported this event occurred while the patient was on ECMO or cps; this event resulted in delay of the surgical procedure; the unit was changed out; the reported blood loss was approximately 100-cc; and the patient was transported to hospital of (B)(6).